Manufacturer narrative:
Batch review performed on 07 november 2022. Lot 132225: 70 items manufactured and released on 06-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 years 10 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.